Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that after a stone in the target site was retrieved by using the ncircle tipless stone extractor once during a transurethral lithotripsy, the physician attempted to conduct a second retrieval of the stone remaining in the lesion continuously. However, the basket could not be opened or closed though the handle was slid forward/backward. Another device was used and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Further analysis has determined there are three possible causes for the collet knob to have come loose: 1) the knob was not tightened sufficiently during manufacturing. All devices are tested for functionality after manufacturing. 2) the knob was inadvertently loosened during use. 3) a large enough tensile force was applied to the basket assembly, causing the cannulated handle to pull free from the collet. It could not be determined which of the possible causes occurred for the complaint device. It was also found that the sheath was separated from the support tube, which would also prevent the basket from functioning. A photo of the device taken prior to shipping the device to the manufacturer for analysis does not appear to show the damaged sheath/support tube. It is therefore likely the damage occurred when handling / packaging the device for return shipment.

Event description:
It was reported that after a stone in the target site was retrieved by using the ncircle tipless stone extractor once during a transurethral lithotripsy, the physician attempted to conduct a second retrieval of the stone remaining in the lesion continuously. However, the basket could not be opened or closed though the handle was slidforward/backward. Another device was used and the procedure was completed successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle and the basket formation in the open position. The collet knob is loose. The male luer lock adapter (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. The support sheath is bowed in appearance. A visual examination noted there is a kink in the basket sheath 88.5 cm from the distal tip. A functional test determined the handle does not actuate the basket formation. The support sheath and basket sheath were found to be detached. A review of the device history record found there were no non-conformances related to the reported failure. A complaint history search revealed this is the only complaint that has been received for the reported failure mode that has been associated with lot number 8568290. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not close. The collet knob was found to be loose. This allowed the cannulated handle which is held in place by the collet knob to come loose. With the handle cannula not held securely in place by the collet knob, the motion of the handle could not be transferred to the basket subassembly to close the basket. There are two possible causes for the collet knob to have come loose: the knob was not tightened sufficiently during manufacturing. All devices are tested for functionality after manufacturing. The knob was inadvertently loosened during use. The definitive cause for the loose collet knob could not be determined. It was also found that the sheath was separated from the support tube, but that issue was not related to the reported issue of the basket not closing. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported that after a stone in the target site was retrieved by using the ncircle tipless stone extractor once during a transurethral lithotripsy, the physician attempted to conduct a second retrieval of the stone remaining in the lesion continuously. However, the basket could not be opened or closed though the handle was slid forward/backward. Another device was used and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.